Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited premature depletion. It was noted during regular interrogation. The device was removed and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.